Event description:
Lap. Revision colorectal anastamosis: "while removing the specimen, it was discovered that the white clear portion from inside the 12mm cannula had been dislodge and had fallen thru the 12mm cannula. The dislodged piece that was completely intact was found on the omentum."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed.